Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were having issues with the infusion set leaking. During troubleshooting for the infusion set issues the customer mentioned they had been hospitalized for diabetic ketoacidosis. Customer was experiencing symptoms such as vomiting for several days. Customer did not provide any further details regarding the hospitalization. The insulin pump is not returning for analysis.